Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed and another occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Recommendation was made by tandem's technical support for the customer to change the cartridge and infusion set to address the event. Blood glucose was 283 mg/dl.